Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 411 mg/dl at the time of the incident. The customer used manual injections and pens to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was having sensor glucose versus blood glucose differences. The customer also had bent sensor and infusion set cannulas. The insulin pump will not be returned for analysis.